Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. It was reported that the pump displayed a remaining insulin reading that was greater than what actually remained in the cartridge by more than twenty units. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: during a visual inspection of the pump, no debris was found in the cartridge compartment. During testing, the pump powered on properly. The rewind, load, and prime steps were completed successfully with 40 units of insulin remaining in the cartridge. The cartridge was removed, reinserted, and the prime steps were done again, and the pump displayed the correct number of units remaining in the cartridge. The complaint was not duplicated and no defect was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.